Manufacturer narrative:
The insulin pump was received with bleeding and cracked lcd glass. The insulin pump was received with minor scratches on the display window. The device had cracked case at the display window corner, broken battery tube threads and cracked reservoir tube lip. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via email damage on the insulin pump. Customer advised the device had cracks on the battery compartment. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.